Event description:
Caller reported a malfunction on the pump with a displayed code of malf 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, advised that the replacement will have updated software, and provided instructions on using an alternate form of insulin therapy to ensure uninterrupted delivery. The caller was instructed on how to put the pump into storage mode and return the defective unit within ten days to avoid charges. The caller understood and acknowledged all instructions, including programming settings into the new pump and connecting their cgm.